Event description:
The pt's attorney alleged that the decedent was found unresponsive on (B)(6) 2012, and experienced a cardiovascular event and subsequently expired on (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (neurological deficit/dysfunction) of two events reported for the same pt involving two separate products; associated MDR #s: 1225714-2013-00855, 1225714-2013-00856, 1225714-2013-00857.